Event description:
Additional information received indicated that the patient was taken to the emergency room with altered mental status on (B)(6) 2018. The patient suffered from gastrointestinal bleeding, hemorrhagic shock, acute kidney injury and respiratory failure. The physician believed that the event was strongly related to the right ventricular lead loss of capture. The lead was also noted to be fractured. The device was changed out and the rv lead was capped and replaced on (B)(6) 2018. The patient was discharged home on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced due to lead noise. The patient was asymptomatic. The procedure was completed successfully without any adverse consequences to the patient.